Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and tissue and blood/body fluid was present on the helix. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement. The lead passed testing. The lead tip and helix appears intact and undamaged.

Event description:
Boston scientific received information that this right atrial (ra) lead experienced dislodgement during an implant. The ra lead was repositioned and implanted. When the patient was waking up from anesthesia, became violent, thrashing around. This caused that the left ventricular (lv) lead experienced dislodgement. During the procedure to replace the lv lead, all the manipulation caused the ra lead to dislodge again. The physician assumed that there was tissue caught in the helix and the right atrial (ra) lead was explanted. No additional adverse patient effects were reported.